Event description:
A surgeon reports that a patient complains of seeing white lines in both eyes. Patient is reported to be highly myopic. A yag was performed on both eyes without improvement. Current visual acuity is 20/20. This medwatch is for the right eye.